Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a no audio alert on g5 mobile app occurred. Data was returned and evaluated. The reported event of a no audio alert on g5 mobile app was confirmed via data. A probable cause could not be determined. No additional event or patient information is available.